Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the metal tip of the cook cutting loop (quantity 3) came off inside of the resectoscope during a transurethral resection of bladder tumor. Another manufacturer's electrode was used to complete the case. This product problem occurred prior to patient contact as the resectoscope had not been placed in the patient. Therefore, it did not have any reported impact on the patient.